Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a line running through the display. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. Therefore, there is no healthcare provider information to report. This complaint is being reported because the issue may impact the user's.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2016 with the following findings: during testing, no line was observed running through the display. The pump was opened and no damage was observed to the display. The complaint was not duplicated during testing.